Event description:
It was reported that the customer was hospitalized for dka. The customer stated that they had hbgs for almost a week. In addition, the customer conveyed that they had an infection that had developed and was still sick. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests.